Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with the pump. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that her health care provider advised 1.0 unit for fixed prime. The customer was assisted with reviewing the alarm history. The customer stated that there was a no delivery alarm. The customer stated that she removed the cannula and it is not bent or occluded. The customer declined further troubleshooting. The customer was advised to monitor blood glucose readings.